Manufacturer narrative:
Estimated date. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The xience pro is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. Na.

Event description:
It was reported that during device preparation, the rx xience pro stent may have been stuck to the protective sheath and during removal of the protective sheath, may have dislodged. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was returned for analysis. The reported dislodgement was confirmed. The reported difficult to remove the protective sheath could not be replicated in a testing environment as the device was received with the protective sheath removed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling during sheath removal resulted in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.